Manufacturer narrative:
(B)(4). Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a f/u report detailing the results of the evaluation.

Event description:
Information was rec'd that reported a pt was hospitalized on (B)(6) 2011 due to an incident of hyperglycemia. Per the reporter, about a week ago, the pt had been diagnosed with an infection and prescribed an antibiotic. For the past week, he has had labile blood glucose with many highs. On (B)(6), he became ill with high ketones. He was brought to the hospital where he was admitted and treated with insulin and IV fluids. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, but at the time of this report has not been returned.